Event description:
The customer reported 9 instances of hemolyzed plasma since (B)(6) 2012. There was not a transfusion recipient or patient involved at the time of the visual inspection of the plasma, therefore no patient information is reasonably known at the time of the events. This report is being filed to cover the hemolyzed units occurring on lot # 120618kl. Donor unit # (B)(6), draw date (B)(6) 2012; donor unit # (B)(6), draw date (B)(6) 2012; donor unit # (B)(6), draw date (B)(6) 2012; donor unit # (B)(6), draw date (B)(6) 2012; donor unit # (B)(6), draw date (B)(6) 2012. Lot # 120521kk is reported on report # 1722028-2012-00931. Lot # 120514kl is reported on report # 1722028-2012-00932. This report is being filed due to alleged hemolysis.

Manufacturer narrative:
(B)(4). The device product code 'ksr' was used. (B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Terumo bct internal reference: (B)(4). Investigation: the sets for this lot were received for investigation. Samples from each were run on the centrifuge and hemolysis was observed, however the cause of the hemolysis could not be determined. Information was received from the customer's site that some operator's were stripping the tubing between the donation bag and the filter. One individual was observed mixing the donation bag in a vigorous manner immediately after filtration. The manufacturing records, test records and inspection records were reviewed for abnormalities. No problems were found. Records were also checked regarding the particulate removal rates and cationization levels of the filter membranes that are related to blood filtration performance. All filter lots conformed to specifications. The retention samples were examined and tested with the blood preservative solution. All conformed to established standards. No similar complaints have been received from other consumers. Root cause: the root cause for this event could not be determined. Hemolysis after filtration: hemolysis is commonly caused by the following factors: characteristics of blood: there is a possibility of hemolysis if the donor's blood is characteristic of red blood cell fragility. Bacterial contamination: hemolysis is likely to occur if bacteria are present in the blood bag for some reason. Excessive cooling: blood is gradually congealed and eventually hemolyzed when it is cooled below -3 degrees c. There is a possibility of hemolysis due to this factor, if a blood bag is locally cooled in the refrigerator. Filter clogging: filtration time is extended because the filter is likely to clog, and furthermore, when red blood cells flow through such a filter, a physical stress on the red blood cells may cause hemolysis. Corrective action: for the purpose of preventing hemolysis, the instructions for use state " caution, do not squeeze or apply pressure on the filter while it is attached to the bag containing filtered blood". Stripping of tubing between the donation bag and leukoreduction filter may result in applying pressure on the filter while it is attached to the bag containing filtered blood.